Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: e2013038b) and is now being submitted on a 3500a form. Additional information received shows that this event is a duplicate of another product event reported under MDR 9615742-2018-01937. This file will be closed and all further updates processed under a separate file for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has experienced injury, pain, disability and impairment.